Event description:
It was reported that there was leaking at the septum. The clinician was placing with an ultrasound in the patient's upper arm. Large drops of blood came from the septum that they had to get extra gauze to clean up. Event occurred in the hospital. Device is not available for investigation. Medical intervention was not required. Outcome of the event is ongoing. No patient harm/adverse event reported.

Manufacturer narrative:
H3 - other: device is not able to be returned for investigation. Device evaluation: no product sample was received. Two pictures were provided for investigation. The pictures provided by the customer for investigation were reviewed. It was noticed the product in the pictures was not the reported item number. The reported item number product does not contain a clamp or a septum. Additionally, it was determined the product in the picture is not manufactured by the monterrey site. The reported issue could not be confirmed. A review of the device history record (DHR) for the reported item and lot number, shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.